Event description:
Report 1 of 2: it was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield detached from one (1) needle causing a needlestick to the healthcare provider. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.